Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing a low blood glucose level; however, no specific value was given. Although requested, customer declined to complete any troubleshooting or to provide any additional information on the reported event.